Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient developed hypotension, fever requiring pressor support. The patient was found to have methicillin-sensitive staphylococcus aureus bacteremia, endocarditis, and septicemia. Two mobile vegetations were observed on the right ventricular (rv) lead during an echocardiogram. The patient had been hospitalized prior to the fevers and hypotension due to recent syncopal symptoms and decreased hemoglobin and had been diagnosed with diffuse large b-cell lymphoma. The implantable cardioverter defibrillator (ICD) and lead were explanted. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.